Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to impedance issues. Technical services (ts) was consulted and recommended reprogramming and/or revision. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to impedance issues. Technical services (ts) was consulted and recommended reprogramming and/or revision. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced.